Manufacturer narrative:
Initial.

Event description:
It was reported that a new ilet user experienced hypoglycemia after a dinner meal announcement while using a dexcom g7, with the lowest reported continuous glucose reading of 39 mg/dl and a duration of about 20 minutes; the user treated with oral carbohydrates and glucose, and the agent advised that the system would learn insulin needs over time and to keep meal announcements four hours apart. Symptoms included urgent low glucose with low and urgent low soon alerts. Outcomes included successful self-treatment with oral carbohydrates and recovery without hospitalization. Investigation included troubleshooting and user education regarding meal announcements and insulin learning behavior. Investigation of this case revealed no device malfunction and suggested that an initial larger insulin dose following a standard meal announcement occurred before the system had learned individualized insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.